Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on the anterior, and flat creases. A leak test and microscopic analysis was performed which identified wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area, and a sharp opening on plug strap. The fill test inspection was performed, the result was found to be no blockage was found. A dimension measurement in the shell was performed which identified that the thickness was within specification. Based on the device analysis the final assessment is a sharp opening on plug strap (bond edge) due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.